Manufacturer narrative:
The lot number was provided, therefore a lot history review was not performed. The sample was returned for evaluation and the investigation is confirmed for self activation. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1416 biopsy instrument allegedly experienced self activation. This information was received from one source. This malfunction involved one patient with no consequences. The patient is a (B)(6) female weighs (B)(6).